Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that during a device change out this right ventricular (rv) lead was connected to a competitor device and all measurements were normal. At the pre discharge follow up the following day the pace/sense measurements were out of range and an increase in pacing thresholds was noted. Boston scientific technical services (ts) discussed and thought this could be a connection issue with the device and pace/sense connector. X-rays were taken which looked normal but re intervention was still required. Upon further screening it was confirmed that the helix of the lead was not fully extended. When the revision took place a tug test was done which did not disconnect the lead from the device. The helix of the lead was extended and measurements were taken with the pacing system analyzer (psa) which were still out of range. The lead was then explanted and a new lead was used. The lead will be returned. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.